Event description:
An eye care practitioner reported that a patient inserted a new pair of night & day contact lenses. Within 15 minutes, the patient removed the right lens due to discomfort and presented with epithelium loss almost 100%, only a small 1/2 mm sliver remaining superior/nasally. Treatment consisted or erythromycin ointment, zymar & non-preserved lubricant. Event resolving with some superficial keratitis remaining at 1 week follow up visit. No further information has been provided.

Manufacturer narrative:
One opened (worn) complaint sample was returned for evaluation, and was found to be out of specification due to torn lens. The device history records & sterility records have been reviewed by manufacturing and found to be in compliance.